Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding the initial reporter section: distributor. Information regarding PMA/510(k): k200972. Investigation evaluation: the user provided three pictures of the hemospray device involved in the occurrence. Per the pictures provided, the device was fully activated and no gap was detected between the activation knob and handle. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. While the co2 cartridge and powder chamber are designed to empty at approximately the same time, the ratio of co2 to powder used can vary depending on use of the device. Holding the activation button down for an extended period of time can cause the ratio to change such that the co2 cartridge empties prior to the powder chamber emptying. This may have contributed to the reported observation. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper gastrointestinal endoscopy procedure, the physician used hemospray endoscopic hemostat. The procedure was completed in the intensive care unit due to a digestive hemorrhage at several diffuse bleeding points in the body and gastric antrum. Hemospray was requested to perform the hemostasis of the region. When using the hemospray, when the co2 gas was activated, there was an air leak and an atypical noise. Initially, there was normal functioning with adequate instillation of the device, but for a very short period, and it was not possible to perform the necessary hemostasis. It was necessary to open a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.